Event description:
Implant removed due to surgical preference.

Manufacturer narrative:
The details for report number 1060818-2021-15678 were previously submitted in report number 1060818-2021-12024. Report number 1060818-2021-12024 was originally reported as a 2021 3rd quarter voluntary summary malfunction report on 10/31/2021. However, during the preparation of single MDR events dated 10/11/2021, the report number ending in 12024 was overwritten in error. The single MDR event for complaint (B)(4) should have not been assigned 1060818-2021-12024 because 1060818-2021-12024 had already been used and transmitted. Therefore, this submission of 1060818-2021-15678 is to correct the double usage of 1060818-2021-12024. Report number 1060818-2021-15678 creates the stand-alone MDR event for (B)(4) which will allow for the correction to 1060818-2021-12024 to occur. MFR report number 1060818-2021-12024 will be updated to its original state for the 2021 3rd quarter voluntary summary malfunction report associated a misalignment of the hex.